Event description:
It was reported that the asymptomatic patient presented in the hospital for an unrelated procedure. Upon device interrogation, it was noted that the right atrial lead exhibited high capture threshold and no sensing. Fluoroscopy confirmed that the lead was dislodged. The lead was explanted and replaced. The patient never experienced any symptoms and did not suffer any complications from surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.